Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid (3.6 mg/ml at 1.54 mg/day), bupivacaine (22.9 mg/ml at 9.8 mg/day), and clonidine (422.7 mcg/ml at 181.44 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a pocket fill during a january refill and their overdose symptoms were managed at the time (refer to pe (B)(4)). Yesterday on (B)(6), 2023, the patient had another refill and the hcp was certain that no medications went into patients pump. Shortly after, the patient experienced possible overdose symptoms. It was also noted that 5 ml of medication were expected but 11 ml were taken out before the attempted refill. The refill was done in office under ultrasound. The hcp decided to replace the pump on (B)(6), 2023 and a catheter access port (cap) procedure performed during the replacement showed that the catheter would not aspirate. The hcp will see how the patient does; no other actions were taken to resolve the volume discrepancy and the inability to aspirate the catheter. The cause of the inability to aspirate the catheter was unknown. The event was resolved and the patient was doing better post-replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8596. Serial# (B)(4). Product type catheter other relevant device(s) are: product ID: 8596, serial/lot #:(B)(4). Ubd: 26-aug-2005, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Visual inspection of the pump identified some slight damage to the septum with no leaking seen during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.